Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, it was reported that the site called back stating that despite a representative (rep) performing a verification and noting that the accuracy was fine, the site was not happy with that analysis and was requesting for a 'full calibration be done on the system'. It was noted that technical services (ts) informed the site that if the rep stated that since the accuracy was fine for the rep, the calibration was fine as well. Although, the site was adamant on stating that they did not have confidence in the calibration and were requesting for a 'full calibration'. Additional information was received, it was reported by a representative (rep) that a total of 22 spins were done and all the spine reference frame in all 4 of their sets including their perspective chicken foot in each set were checked. Each set was tested with both of the imaging systems and all the mechanical connections such as the spinous process clamp and the perc pin connections to the reference frame were checked. There were no inaccuracies or any faulty mechanical connections found. Every spin performed almost exactly the same with precise accuracy. There was a test done where one of the spheres was not fully seated on the reference frame and then a spin was done. After the spin, the sphere was then fully set down and there was a slight inaccuracy. It was also noted that it was possible that an inaccuracy could occur if the perc pin reference frame was just on the edge of full locking into place and with a slight bump it could click into place ever so slightly which.

Manufacturer narrative:
H6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the doctor was saying that the "spin was not matching what the navigation station was showing. It was noted that another imaging system was used to complete the case. It was also noted that the surgeon stated that the "light was not matching up". There was a patient involved and the issue caused a less than 1 hour delay.